Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of sporadic high results for crep2 creatinine plus ver.2 (crep2) tested on a cobas integra 400 plus. The data for 4 patients were provided of which only 1 is a reportable malfunction. The initial crep2 result was 1.15 mg/dl. The sample was repeated twice with crep2 results of 0.84 mg/dl and 0.84 mg/dl. The initial result was not reported outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 24215901 with and expiration date that was requested but not provided. The customer believes that there is some kind of carryover problem that could be resolved by the addition of a special wash. The customer stated that they receive an erratic high crep2 result on 2-3 samples per day, almost every day. A retrospective analysis of the previous 6 months of patient data, going back to (B)(6) 2017, was performed and previous issues were found (specific details not provided). There were no hardware related alarm messages on the day of event and the qc results were acceptable. Precision testing was performed for crep2 and the precision was considered perfect. The test priority for crep2 was changed on the analyzer to minimize reagent carry-over. The water conductivity was checked. Reagent probe carryover testing was performed. The addition of reagent probe wash resulted in acceptable results. After the addition of the reagent probe wash there have been no further high erratic results between the date of (B)(6) 2017.

Manufacturer narrative:
It is believed that the customer had a maintenance issue that was solved by the introduction of an extra wash. Another possible cause could be insufficient preanalytics.